Event description:
Ous MDR - the patient was inappropriately shocked 56 times due to oversensing of noise due to dislodgement. The lead was not explanted and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.